Event description:
Healthcare provider later reported "mastalgia, capsular contracture - grade ii" and "lymph node with tattoo pigment deposition" confirmed with biopsy.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; red particles on the shell and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "severe chest pain" and left side rupture. Device has been explanted.